Manufacturer narrative:
Hardware analysis was completed on the returned tracker. It was recognized and had normal tracking when connected to a known good system. The tracker verified with a divot error of 0.9 mm to 1.0 mm. No problems were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the instrument tracker failed to track properly out of box.